Manufacturer narrative:
(B)(4). Wound dehiscence. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. There are two possible devices involved in the event as follows: pds ll plus antibacterial suture, pds ii (polydioxanone) suture.

Manufacturer narrative:
(B)(4). The initial procedure was on (B)(6) 2011. Suture was used for closure of the fascia. During reoperation, it was noted that the fascia on the upper pole was bursed, no purulence, but clotted. The suture itself did not break, it was ripped out. Currently, the patient is still hospitalized and in ICU. A rehabilitation hospital is planned.

Event description:
It was reported that a patient underwent a laparotomy procedure on an unknown date and suture was used for continuous abdominal fascial closure. The patient developed a burst abdomen on (B)(6) 2011 and was treated with closure of the fascia, lavage, and vac therapy.